Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion (uso) alarm with no obvious occlusion during a zosyn infusion in the secondary line. Primary infusion did not start to infuse after secondary infusion was completed. This occurred during therapy at the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction h1: type of reportable event: was serious injury and should be malfunction.